Event description:
It was reported the ablation rf generator stops working in the beginning test, as soon as it is turned on. The test does not finish, and the device makes an audible "ring" and stops working. The generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not verify the initial report, however it was noted that the front bezel was broken and the dispersive electrode connector was broken.